Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal lad. Patient was asymptomatic/free of symptoms at 30 day follow up and 6 month follow up. A revascularization of the proximal lad was carried out approximately 10 months following index procedure, due to in stent restenosis. One other brand stent was implanted. Investigator indicated that event was related to the study stent. Patient was discharged, pain free, on the same day. Two days later patient was admitted to the emergency room with sudden onset sharp chest pain across the chest without radiation, associated with sweating. No shortness of breath was reported. An acute non-stemi is reported to have occurred. Patient was taking asa and clopidogrel 24 hours prior to the event. Investigator reported that it is not assessable if the event was related to the study stent. Location of infarction was anterior. Investigator assessed the event as a non q-wave mi. Stent thrombosis of the proximal lad was reported to have occurred. Investigator indicated that it is not assessable if the event was related to the study stent. Associated clinical signs and symptoms were angina and ischemic ECG changes. Diameter of the stenosis was greater than 70%. Patient was taking asa and clopidogrel 24 hours prior to the event. An angiography was performed, which showed thrombosis of a study stent. Revascularization of proximal lad was carried out on the same day. Two other brands were implanted, overlapping. Investigator indicated that it is not assessable if the event was related to the study stent.

Manufacturer narrative:
Secondary intervention, revascularization). Evaluation results: stent thrombosis, mi & revascularization.